Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis, manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the reported event. The treatment for the peritonitis included vancomycin (dose, route and frequency not reported). The patient was later discharged from the hospital and was reported to have recovered from the peritonitis. The pd therapy was ongoing. The nurse declined to provide further information on the reported event.